Manufacturer narrative:
The user experienced hyperglycemia followed by severe hypoglycemia requiring caregiver intervention and ems evaluation while using the ilet. This situation can result in loss of consciousness and require emergency treatment, which is consistent with the reported administration of glucagon and ems involvement. The user¿s glucose reportedly increased to 350 mg/dl and subsequently decreased to approximately 50 mg/dl or lower. The caregiver administered glucagon after loss of consciousness, and the user regained consciousness within minutes. Ems was called and evaluated the user at home without hospital transport. Based on available information, no device malfunction has been identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a bg of 350 mg/dl. The user was able to treat the high bg by ilet and glucagon with assistance from a caregiver. The user was treated by ems at home and was not transported to the hospital.